Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure b30 scope communication error was confirmed, but the reported failure no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to printed circuit board. Based on the results of the investigation, and since the device malfunction, no image, was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the error b30, the cause was traced to a damage to the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error (b30) and no image on system. This issue was found during set up / inspection for use. There were no reports of patient involvement.